Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issues with infusion set. Infusion set cannula came out of patient's skin after one to two years of use which fell off during use event on 01 apr 2026. I patient reported hyperglycemia and was subsequently hospitalized.